Manufacturer narrative:
Evaluation summary: the condition of fail code 570 was confirmed during evaluation at the customer's facility in 2006. This fail code was caused by depleted batteries. The batteries were replaced. The issue of fail code 570 is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The baxter service technician reported a pump that with failure code 570. Information was not provided regarding whether the condition was found during patient use. According to the facility representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
A request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.